Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). H4: the lot was manufactured from march 22, 2022 ¿ march 30, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye and fluid was observed inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of the leak was due to a use error by not tightening the blue winged cap. A functional leak test was performed by filling the device with water and manually tightening the blue cap. After fill and prime, the sample was monitored until the next day and no signs of leak were observed from the device. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The specific location of the leak was not provided. This issue was discovered during storage. There was no patient involvement. No additional information is available.